Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was evaluated after receiving shock therapy. Upon review, it was determined that the device delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). It was further noted that post shock therapy there were some potential changes to the patient's underlying ventricular arrhythmia. After the first 41 joule shock was delivered, the patient went into ventricular tachycardia (vt). A second 41 joule shock was delivered which successfully converted the vt, but the patient continued to be in af with rvr. As a result of the patients rate in addition to programmed device settings, the patient went onto receiving shock therapy for af with rvr until therapy was exhausted. No additional adverse patient effects were reported.